Event description:
It was reported that plaque shift occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left anterior descending artery (lad). A 3.00 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, following stenting, a distal plaque shift was observed. The physician attempted to stent the distal edge using a 2.50 x 8mm synergy xd stent, but it failed to cross the lesion. The procedure was completed with a 2.00 x 8mm non-boston scientific stent. No patient complications were reported.